Event description:
Device malfunction: needle-to-cuff miss, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was depressed to deploy the needles, a noise was heard and resistance was felt. A posterior needle-to-cuff miss occurred and the device could not be removed. The device was surgically removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A f/u report will be submitted with any additional relevant info.